Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 1 event was reported for this quarter product return status 1 device was received for evaluation. Evaluation status 1 device evaluation is in progress. Additional information there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had a sticky trigger, which can indicate a condition of potential run-on. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event was originally reported during the reporting quarter; however: 1 previously reported event was reported in error. No events were reported for this catalog number/device code combination during the reporting quarter.

Event description:
This report summarizes 0 malfunction event in which the device had a sticky trigger, which can indicate a condition of potential run-on.